Event description:
Steady increase in right ventrtc:ular impedances and threshold measurement from january 2020-november 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).